Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer instruction on how to reset the pump. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 144-145 mg/dl.